Event description:
Follow up information received from the patient reported that the circumstances that led them feeling the tingling even when the stimulation was off was that it ¿broke¿. No steps had been taken to resolve the issue tingling issue. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they felt tingling even though their implantable neurostimulator (ins) was off. The indication for use for the implanted device was noted cervical radiculopathy. There were no further details, troubleshooting, I nterventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.